Manufacturer narrative:
The customer reported that their facility experienced a power outage and now their central nurse's station (cns) touchscreen, mouse and keyboard are not working. The cns also cannot get into the monitoring software. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their facility experienced a power outage and now their central nurse's station (cns) touchscreen, mouse and keyboard are not working. The cns also cannot get into the monitoring software. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that their facility experienced a power outage. The touchscreen, mouse, and keyboard for the central nurse's station (cns) were all not working following the power outage. The cns also could not get into the monitoring software. No patient harm was reported. Investigation summary: in addition to the above symptoms, the cns was not displaying video on the primary display while the secondary display gave an "initial screen create error" message. The customer was using a keyboard-video-mouse (kvm) switch to connect the cns processing unit to the keyboard, mouse, and display components. After the power outage, the reported issues were related to these three components, suggesting a problem was with the kvm switch. The customer was then looking to replace the kvm to see if the issue would be resolved. Further information was not provided. Subsequent attempts to contact the customer yielded no response. There was no indication of cns failure. Rather the troubleshooting details pointed to an issue with an external component - the kvm. The service history for this device shows the customer reported a similar issue with the kvm device on (B)(6) 2021.

Event description:
The customer reported that their facility experienced a power outage. The touchscreen, mouse, and keyboard for the central nurse's station (cns) were all not working following the power outage. The cns also could not get into the monitoring software. No harm or injury was reported.